Manufacturer narrative:
Follow-up #1: date of submission 03/24/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the last basal delivery was on (B)(6) 16 at 5:44pm. The total daily dose of insulin added up correctly and reflected the programmed basal rate target. The pump was exercised for 24 hours with no issues observed. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the basal totals did not match the active basal program in the pump's history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.